Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative reported that the patient's implantable neurostimulator (ins) pocket developed a decubitus ulcer. The patient¿s health care provider (hcp) decided to explant the ins and extensions on the day of this report. Since the patient is dystonic and (B)(6), the hcp decided to wait some years before implanting another device. The cause of the event was unknown. No diagnostics or troubleshooting was done. Following the explant of the ins and extensions, the issue was resolved. The patient was alive with no injury. The patient¿s indication for use is dystonia.